Event description:
The customer reported the larm motor assembly fails to move when the button is depressed. The arm fails to move in the counter clockwise direction.

Manufacturer narrative:
The system rotation connectors and related cable were inspected and reseated. A test of the rotation was performed. The system operates as intended.